Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter, the patient's mother, contacted animas to report that on (B)(6) 2012, the patient obtained a blood glucose level of 500 mg/dl. The reporter obtained a ''call service'' alarm on the pump while performing an infusion set/site change. At that time, the patient experienced no symptoms of high or low blood glucose levels. The patient's mother reported the patient may have eaten additional food. Troubleshooting revealed no issues with the infusion set or infusion site, and the alarm was cleared. Afterwards, the patient's mother was able to give him a correcting bolus of insulin via the pump. The patient did not seek any medical attention. The patient allegedly obtained a blood glucose reading suggesting severe hyperglycemia after the alarm occurred on the pump. Therefore, this complaint is being reported.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There was one call service alarm noted in the alarm history, dated (B)(6) 2012. The pump was exercised for 29 hours with no delivery issues and no alarms occurring. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, inspection revealed a scratched display lens, which has no affect on insulin delivery function.